Event description:
The customer alleged that he had been receiving high glucose readings such as "hi", 411, 368 and 314 mg/dl using his contour meter. On one occasion, he took 35-40 units of insulin based on a reading of 511 mg/dl and his glucose dropped to 32 mg/dl. The customer was able to eat something to raise his blood glucose. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.